Event description:
Additional information was received. It was reported that the physician had offered to meet with the patient, but she hadn't returned any calls. It was stated that the "ball is in her court to make an appointment with the physician." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient met with her doctor on (B)(6) 2012. It was stated that the device continues to move in the pocket. The patient was scheduled for a removal surgery on (B)(6) 2013. If more information becomes available, a follow up report will be sent.

Event description:
It was reported that 3 months ago the patient's healthcare provider mentioned that the patient's leads may have moved. The patient was getting stimulation in her "butt crack", and this was different than she was used to. The patient saw her follow-up physician and was told her lead was "broken", and the device was currently off. It was also reported that the patient's implantable neurostimulator (ins) had flipped, and the patient had the device off for three months in preparation for a surgery to correct the flipping. In addition, it was reported that the patient's ins was either eroding or moving in the pocket and sticking/jetting/tilting out forming a painful lump in the patient's back. There was no known trauma or exercise associated with this event. The therapy had stopped providing symptom relief. It was noted that the patient no longer had health insurance, and the physician canceled the replacement surgery. Information reported stated that the patient had two urinary tract infections with emergency room visits within the last 3 months; the latest visit to the emergency room was the week of (B)(6) 2012. The patient was currently in pain, had spasms, and could barely urinate. It was noted that the patient's bladder was prolapsing. The patient received the implant to treat urinary retention. The health care provider was not seeing the patient until health insurance was obtained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v712405, implanted: (B)(6) , product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).